Event description:
Attorney reported: in 2006, the pt underwent hernia repair with placement of a non-recalled composix kugel mesh patch. In 2007, the pt was presented to the hospital with severe and debilitating abdominal pain. The pt underwent surgery to remove the mesh patch.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submitted a follow up report when/if product is returned for evaluation or additional info becomes available.